Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure insert/migration of essure (outside uterine wall)") in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed."), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae, the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved and the anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: unilateral occlusion (B)(6) 2015, hysterosalpingogram (hsg): doctor stated only one fallopian tube was blocked and plaintiff can still get pregnant quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event dyspareunia (painful sexual intercourse) was clubbed with previously reported event. Events pelvic pain, abdominal pain lower were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure insert/migration of essure (outside uterine wall)") in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxious"), depression ("depressed."), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae, the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine and nausea to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: unilateral occlusion . Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet received: reporter, essure lot number c55836 and events (dyspareunia, fatigue, migraines/headaches, nausea) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure insert/migration of essure (outside uterine wall)") in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxious"), depression ("depressed."), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae, the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine and nausea to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: unilateral occlusion. (B)(6) 2015, hysterosalpingogram (hsg): doctor stated only one fallopian tube was blocked and plaintiff can still get pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of an essure insert/migration of essure (outside uterine wall)') and perforation ('perforation') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed."), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removed and undergo a salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae, the perforation, anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown and the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and perforation to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: unilateral occlusion. (B)(6) 2015, hysterosalpingogram (hsg): doctor stated only one fallopian tube was blocked and plaintiff can still get pregnant. Batch no c55836 production date 2014-05-15 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of an essure insert/migration of essure (outside uterine wall)') and perforation ('perforation'). In an adult female patient who had essure (batch no. C55836), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: overweight. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removed and undergo a salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved. With sequelae, the perforation, anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown. And the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and perforation to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices, she has been left with serious injuries. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.1 kg/sqm. Hysterosalpingogram: in (B)(6) 2015, results: unilateral occlusion. On (B)(6) 2015, hysterosalpingogram (hsg): doctor stated, only one fallopian tube was blocked. And plaintiff can still get pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: perforation event added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of an essure insert/migration of essure (outside uterine wall)') and uterine perforation ('perforation/ laparoscopy showed right side essure insert perforated posteriorly and adherent to the uterine serosa') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, uterine cervical squamous metaplasia, koilocytotic atypia, human papilloma virus infection and loop electrosurgical excision procedure. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed."), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices, bilateral salpingectomy, leep and undergo a salpingectomy with removal of the essure/ leep). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae, the uterine perforation, anxiety, depression, pelvic pain and abdominal pain lower outcome was unknown and the migraine, headache, fatigue, nausea, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: unilateral occlusion. (B)(6) 2015, hysterosalpingogram (hsg): doctor stated only one fallopian tube was blocked and plaintiff can still get pregnant. Batch no c55836 production date 2014-05-15 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event "perforation was updated to uterine perforation ". Reporter information and medical history were added. Middle name of patient was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure insert") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (undergo a salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation had resolved with sequelae and the migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and migraine to be related to essure. The reporter commented: because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.